Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer¿s blood glucose level. Customer support provided information on resetting the pump and assisted the caller in doing so; the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any further issues arose.